Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the device evaluation, it was revealed that the reported issues were due to a power supply failure. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the video system center displayed error e110 and the front panel was flickering. Patient was not under anesthesia and there was no delay reported. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and a correction to e1. The information included in e1 was inadvertenly omitted from the initial medwatch report. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it's likely the error code 110 and the front panel flickering occurred due to a power supply unit failure. However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.